Manufacturer narrative:
On 15-aug-2019, mentor received information on the new replacement implants: 500cc mentor smooth round high profile, catalog number 3503500, left serial number (B)(4) and right serial number (B)(4). On 21-aug-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a deflation in the breast implant. During evaluation of the device a crease was observed on anterior aspect. Leak testing was performed and within crease a tear was observed on the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative left-sided deflation and right-sided capsular contracture (baker grade 3). The deflation and capsular contracture were diagnosed in office. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019. This medwatch report is for the left-sided implant.